Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) scan. Interrogation prior revealed the right ventricular (rv) lead that was exhibiting high pacing impedance. The rv lead was explanted, and new rv lead was implanted. The patient was in stable condition.